Manufacturer narrative:
UDI is incomplete as information related to serial# is unavailable. The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, the physician was unable to force the sensation plus 8fr 50cc iab through non-maquet 8fr sheath.the physician opened a new sensation plus 8fr 50cc kit and used the sheath included. They successfully inserted the iab without any issues and therapy was initiated as expected.there was no patient harm.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required. Complaint ID# (B)(4).